Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The root cause of the door open alarm was determined to be damage to the door latch. To correct the condition, the door latch was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced a door open alarm. There was no patient involvement. Additional information was requested and is not available.